Event description:
It was reported that this brady lead was not successfully implanted due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.